Event description:
The user facility reported that the tourniquet cuff had holes and was leaking during a procedure. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully with a different tourniquet cuff.

Manufacturer narrative:
Discarded

Event description:
The user facility reported that the tourniquet cuff had holes and was leaking during a procedure. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully with a different tourniquet cuff.